Manufacturer narrative:
The pump was received with blank display due to moisture damage on the interface board. The self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test were unable to be performed due to blank display. The unexpected restart alarm and a13 alarms were unable to be verified due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level at the time of incident was 88mg/dl. Troubleshoot was conducted and the customer was advised the pump would have to be replaced and returned for analysis.